Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lot met all pre-release specifications.

Event description:
On an unk date, the pt underwent treatment for a ruptured thoracic aneurysm with a gore tag thoracic endoprosthesis. A type I endoleak was later identified, and on (B)(6) 2008, an emergent intervention was performed with a medtronic thoracic device. After multiple attempts, the physician's office could not confirm the device implant or provide any additional info.